Event description:
Successful troubleshooting-inbound. Pt reports had alarm on both cadd legacy pumps with no disposable and pump won't run, cadd flow stop cassette lot 4103163, alarm started 3.5 hours after cassette mixed and remodulin started. Pump reservoir volume 90.8 ml, alarm resolved by mixing new cassette from different lot. No further details provided.